Event description:
Additional information received from the patient¿s daughter reported ¿a new abnormal behavior of the device.¿ it was stated that the ¿other night¿ the patient did not feel stimulation so she charged the controller to 100% and then charged the ins. That night and the next morning, the patient did not touch it; however, the morning of (B)(6) 2026 the patient observed ¿error messages that the charge had been insufficient for a long time and other abnormal messages.¿ several attempts were made to address the issue, including removing the controller battery, at which time the controller was turned on and charged very slowly. It was stated that the ins was recharged ¿very slowly¿ and that stimulation resumed. The patient had reportedly never experienced these types of problems. No further event information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When asked about the cause of the ins issues (stim level changing on its own, pain, etc), it was reported that they didn't know the cause of the recharger issue. The actions taken to resolve the issue were that the recharger was replaced. The issue has since been resolved. The cause of the external device issues was unknown. The actions taken to resolve the issue were that the "patient called the directo". The issue has since been resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger g2: the country of the event is it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's daughter informed the manufacturer that patient programmer won't change battery level from 100%, and it only decreases the level of battery when recharging the ins, not like before when it was slowly discharging even if not used. They also reported that the stimulation level changes itself as when they check it they never find it as the level before and that the charging ring, at the level of the plastic sleeve when charging the implanted device sometimes gives small jolts, like a tingling sensation, which seems to come from wear of the material. They would like to report an abnormality found during the use of the ins. This device is not removable and is implanted in the abdomen, at the level of the left side. In the charging operations, pressure was made and their mom felt pain both in her belly and back (where both their pump and ins devices are). On tuesday ((B)(6) 2025) evening, their mom recharged the neurostimulator with a ring and remote control and brought the charge to 100% without encountering any pro blems. On (B)(6) 2025 they recharged the remote control of the neurostimulator to 100% without encountering any problems. On (B)(6) 2025 in the evening, their mom checked the remote control of the neurostimulator and it turned out that the charge of the remote control itself was "0% (never happened!)", while the device in the abdomen has a charge of 30%. Their mom connected the remote control to the power but it wouldn't charge. In addition, the problem was that the remote control -which was on-, did not respond to any command, the date was gone and the language was no longer italian and it did not recharge. They removed the battery and reinserted it but it still did not respond. After a while they reconnected it to the power and charged very slowly up to 70%. They connected the ring and also charged the device in their abdomen, feeling discomfort. On (B)(6) 2025: it would appear that both devices consumed more power than normal. It was asked what should be done in this case. The neurostimulator remote control was completely blocked and was not responding to commands. If replacement or a visit is needed, their mom could go to the facility where she is being treated or the patient's daughter could reach the manufacturer if necessary. It was also asked if there are any precautions to take when recharging the intrathecal pump. Additional information was received. It was reported regarding the "signaling of malfunctioning neurostimulator". The patient's daughter provided an update on the spinal cord neurostimulator noting that they have noticed, in the last period, the following critical issues: - the remote control once charged, always remains at 100% and does not discharge slowly as before and it is discharged only when the implanted device is recharged. In addition, sometimes, as far as the intensity of the stimulation is concerned, their mom finds a different value from the one she had set - the charging ring, at the level of the plastic sleeve at the time of charging the implanted device sometimes gives small shakes, like a tingling, which almost seems to derive from the wear of the material. The healthcare providers (hcp's) were informed and were aware of it, and they advise to contact the manufacturer to evaluate a replacement of the material. Patient services responded that, as for the remote control, which always remains at 100% charge and discharges only during the recharging of the system, as well as for the variation in the value of the stimulation intensity, these are aspects that may indicate a malfunction of the external device. In addition, the feeling of small shocks or tingling noises during charging, especially when there is wear and tear on the sleeve material, suggests the need to replace the damaged part. An order was placed for a new charging kit (battery, antenna/cable, charger, belt). Once they have received the kit, the patient was invited to replace the old components with new ones and try the refill again and if they encounter the same problem or a different anomaly, they should contact the manufacturer again so that they can evaluate further solutions together. The patient's daughter responded that they will update the manufacturer as soon as the device is delivered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the ¿ins worked correctly¿ at the time of follow-up. It was noted that the patient discarded the battery pack and the recharger was not retrieved for analysis. No further complications were reported or anticipated.